Event description:
Legal counsel for patient reports that patient underwent total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, inflammation and metallosis. A review of invoice history confirmed the primary surgery date. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "inadequate range of motion due to improper selection or positioning of components." And "postoperative bone fracture and pain." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-02040 / 02043). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reports that patient underwent total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, inflammation and metallosis. A review of invoice history confirmed the primary surgery date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received reports patient was revised (B)(6) 2014 due to a vertical cup leading to instability. The cup, head and taper adapter were removed and replaced.